Event description:
It was reported by the sales rep in china that during a meniscal repair procedure performed on (B)(6) 2024 it was observed that after the first firing the omnispan meniscal repair 12deg device, could not fire again. It was reported that another like device was used to continue the procedure, but the same problem occurred. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: device expiration date is unknown. E3: reporter is a j&j sales representative. H4: device manufacture date is unknown UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.